Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional via manufacturer representative. Patient reported to oncologist that the ipg heated up during an MRI. The oncologist was asking patient's hcp for suggestions as to how to obtain MRI. The hcp was asking clinical specialist for input. No actions/interventions took place at the time of the report. No symptoms were reported and no further complications were reported/anticipated.

Event description:
Additional information was received from a healthcare professional via manufacturer representative. Patient reported to oncologist that the ipg heated up during an MRI. The oncologist was asking patient's hcp for suggestions as to how to obtain MRI. The hcp was asking clinical specialist for input. No actions/interventions took place at the time of the report. No symptoms were reported and no further complications were reported/anticipated. 2019-jul-01 crts 3881030 (rep): no new information. 2019-jul-25 mpxr (con, rep): additional information was reported that the patient was non-complaint with charging. The patient does not remember the last time they charged their ins. The rep attempted to read their ins, but it was discharged. The patient refused to attempt a trickle charge. The patient stated they just want it out. The patient has brain mets and dementia. The patient needs a MRI to effectively treat their brain mets. The patient was diagnosed with liver and lung cancer shortly after getting their ins implanted. The patient now has brain mets. The patient had their spinal cord stimulator (scs) system explanted. No further information was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and manufacturing representative (rep) regarding a patient's implantable neurostimulator (ins). Information was reported that the patient stated that she felt a warm sensation in her back while she was being scanned. They did stop the scan when the patient reported the warm sensation. The device was put into MRI mode prior to the scan and confirmed by the MRI tech. This information was obtained by the MRI tech and no further information was provided. No further complications were reported. No additional patient symptoms were reported.